Event description:
Procedure: lap sleeve gastrectomy. According to the reporter: the blue wing toggles would not depress. Initially the toggling was more difficult. Another device was opened and procedure was completed without incident. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the patient cavity. No device was left in the patient.

Manufacturer narrative:
Tracking number: (B)(4).

Manufacturer narrative:
(B)(4).